Event description:
Information received with return of the explanted device notes that the patient came into the clinic complaining of sudden tiredness and shortness of breath. The physician programmed the sensor to more responsive settings, but the patient still felt the same. The sensor histogram did not show any rate increase.